Event description:
The customer reported that "the side rail and base are damaged on the right side and cannot push in to move". The arjo technician inspected the citadel plus bed and found that the right side bed rail was completely cracked and needed to be replaced. No patient was involved. No injury was claimed.

Manufacturer narrative:
The circumstances in which the side rail detached are unknown. The bed passed all tests before rental. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to the instructions for use for citadel plus bed (IFU 831.374), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ to sum up, the side rail was damaged, therefore the arjo device did not meet specification. There was no indication that the bed could be used by the patient. The complaint was assessed as reportable due to a side rail detachment (cracked lower arm).